Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Related to (B)(4).

Event description:
During manufacturer's investigation a defective display was discovered on the pump. No adverse event reported. Product has been received.